Event description:
Additional information was received 30aug2023. The procedure involved treatment ('opening') of a lower extremity arterial occlusion within the superficial femoral artery. The tip damage was observed while flushing the device, prior to use. The patient did not require any additional procedures due to this event.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as originally reported, prior to use for an unknown procedure, the tip of a flexor shuttle tibial guiding sheath was found to be damaged. The device was not used, and another device was used to complete the procedure. There were no adverse effects to the patient. Upon return and initial evaluation of the device, in addition to tip damage, a shiny substance (possibly foreign matter) was noted on the outside of the sheath. Additional information was received 30aug2023. The procedure involved treatment ('opening') of a lower extremity arterial occlusion within the superficial femoral artery. The tip damage was observed while flushing the device, prior to use. The patient did not require any additional procedures due to this event. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. A dent was noted at the distal sheath tip. Clear material, later confirmed to be excess glue, was stuck on the sheath where the blue tip is bonded to the darker sheath material. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other related complaints for this lot number. Cook investigated all lots checked by the same personnel, during the same week, as the complaint device. No relevant non-conformances or additional complaints were found on any of the lots. Cook reviewed the occurrence rate for this failure mode, finding no increase in occurrence. Therefore, cook has determined this to be an isolated incident, and no escalation is needed at this time. Responsible personnel were notified. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured out of specification; however, there is no evidence of non-conforming devices in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that a quality control deficiency contributed to this event. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6). H3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As originally reported, prior to use for an unknown procedure, the tip of a flexor shuttle tibial guiding sheath was found to be damaged. The device was not used, and another device was used to complete the procedure. There were no adverse effects to the patient. Upon return and initial evaluation of the device, in addition to tip damage, a shiny substance (possibly foreign matter) was noted on the outside of the sheath.